Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The optic was cut from edge towards center, typical of insertion and removal. The optic had a crack near the cut damaged area. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and viscoelastic. The handpiece indicated is not qualified for this lens/cartridge combination. The reported optic damage was observed. The root cause for the reported complaint appears to be related to a failure to follow the instructions for use (IFU). The handpiece indicated is not qualified for this lens/cartridge combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company intraocular lens (iol) delivery system. Per the device IFU: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, the surgeon found that, there is fracture in the optic, for which he decided to explant the lens and implant another with the same characteristics. Additional information was requested.